Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. On (B)(4) 2008, a field service engineer visited the site to evaluate the instrument. He replaced the differential sample tubing and verified proper differential pump volume and mixing chamber draining and rinsing. He also replaced the stabilyse tubing and verified instrument performance. After analysis of the raw instrument data, the root cause appears to be this particular patient sample which displayed a pattern similar to those seen with aged samples or samples that have noisy interference and thus causing an unflagged erroneous result.

Event description:
The customer stated that on (B)(6) 2008, the lh750 hematology analyzer generated erroneous differential results with no instrument-generated suspect result flags. A manual differential was performed and immature cells were seen that were not reported by the instrument. No erroneous results were reported outside the laboratory. There were no reported changes to patient treatment.